Event description:
Customer reported an x-ray disabled error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and instructed the customer on enabling the key switch. System operates as intended.